Event description:
The following has been reported: biomed reported : "service needed error." Injury/adverse reaction : no. Stopped active infusion : no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Complaint confirmed dynaflo air compressor. Complaint was confirmed, device returned for air compressor failure. Device was powered on and a red pump service alarm was displayed. Log files were reviewed and multiple air compressor failures were present. The device was opened to inspect for internal damage and perform testing on the pneumatic system. No internal damage was identified. Testing was run on the pneumatic system and failed during the recharge test and the hardware test. The pneumatic assembly will be removed during the repair process and returned to investigation for further analysis. Dynaflo air compressor will be replaced during repair before the device is sent to the test line for full functional testing.